Manufacturer narrative:
Additional information: g4, h2, h3, h6 & h10. The reported event of a deformed deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
(B)(6) contacted me to report a device becoming mis-shaped after becoming unsheathed. (B)(6) had a pda closure case, and attempted to deploy a (B)(4) device. (B)(6) stated in a text message that she unsheathed a 8/6 ado device ((B)(4), she no longer had the lot number for the device), and when she unsheathed the device it was deformed in the pulmonary end. She then tried to re-sheath the device, and re-deploy several times with the same outcome. (B)(6) then decided re-sheath the deformed device, and remove it from the patients body and to discard it. (B)(4) opened a new 9-pda-005 (no lot number available), and delivered and released it successfully. (B)(6) stated that there were no negative consequences for the patient.